Manufacturer narrative:
Valves not returned as they remain implanted.a total of two valves were placed in the patient (1 x svs-v6-00 and 1 x svs-v9-00), for a total of two related event reports filed separately associated with the same patient procedure. Pneumothorax is the most common device related serious adverse event that is associated with the spira20677759tion valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to a pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema--potential mechanisms, treatment algorithm, and case examples. Respiration. 2014;87(6):513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. H3 other text : device remains implanted

Event description:
The patient was being treated for severe emphysematous lungs. Patient had two previous elvr procedures where another manufacturer¿s valves were placed in the rul. In the third procedure, the patient underwent removal of two previously placed valves and placement of two spiration valves, one 6mm and one 9mm. Pneumothorax occurred immediately after the procedure in the lobe adjacent to the target lobe. A chest tube was placed, and the pneumothorax resolved after eight days.